Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm during a basal. Customer's blood glucose was unknown. The customer also reported exposing the insulin pump to a magnetic resonance imaging machine. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a constant motor error alarm during the rewind due to an out of phase motor encoder. Unable to perform the displacement test due to the motor error alarm. The pump also had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.